Event description:
Pt thought they were having a gallbladder attack in 2001. Six weeks later after every test imaginable, radiologist discovered pt's 16 yr old silicone breast implants had both ruptured. All drs said they were told that ruptures would not cause this kind of pain. Pt was also never notifed that these devices had to be replaced on a regular basis. Was told they'd last a lifetime. When pt inquired drs offices to have them out immediately, they were told there was no hurry in removing them. No harm. Pt was having a level 10+ pain for 6 continuous weeks. Night before explant surgery plastic surgeon gave pt a pamphlet with "list of possible symptoms related to implants." Pt had almost all of them in the 14 of the 16 years they had silicone breast implants.